Manufacturer narrative:
Result: brake plate kit. This event was reported by the user facility medwatch (B)(4).

Event description:
It was reported via user facility medwatch that the bed's brakes failed the lateral pull test. No pt involvement or adverse consequences were reported.